Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was receiving 1 mg/ml of bupivacaine at 0.275 mg/day and 20 mg/ml of morphine at 5.499 mg/day via an implantable pump. On (B)(6) 2017, it was reported that the patient had not been getting good therapeutic benefit. The patient had been admitted to the hospital for reasons unrelated to the pump and the patient's healthcare provider (hcp) requested that the rep interrogate the pump. When the rep had interrogated the pump, the patient's family reported that the patient had not been getting good therapeutic benefit beginning in (B)(6) 2016. The patient was scheduled for a dye study which was postponed to the following week as no radiologist was present. On 2017-mar-14, the initial reporter information was provided. It was also reported that the dye study was attempted on (B)(6) 2017 , but no csf could be aspirated so the dye study was cancelled. A possible catheter issue was suspected. On (B)(6) 2017, it was reported again that the patient was in pain and was not getting relief from the pump or the oral medications. The patient's pump was refilled and was referred to a neurosurgeon for the pump issues. On (B)(6) 2017, an hcp reported a malfunctioning pump. On (B)(6) 2017, it was reported that the patient had a motor stall and recovery. The patient's weight was provided. It was also reported again that during the pump dye study, it was not possible to aspirate cerebrospinal fluid or medicine out of the pump. The patient was referred to get the pump revised, but the issue was not yet resolved. No complications were reported.